Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated a partial electrical reset. Concomitant product: 507652 implantable pacing lead implanted (B)(6) 2008. (B)(4).

Event description:
It was reported that the device had an electrical reset. The device remains in use. No patient complications have been reported as a result of this event.